Event description:
It was reported that a faradrive steerable sheath clear was used in a pulmonary vein isolation procedure. The entire farapulse procedure went smoothly without any comments or complaints during preparation, ablation etc. However, at the very end of the procedure, when the catheters and sheaths were already removed from the patient a small piece of plastic was discovered that was flushed out of the sheath. The physician flushed the sheath with a syringe and the small piece of plastic came out. The source of the plastic shaving is not clear, but the dilator is suspected. However, given the routine aspiration steps, the insertion and withdrawal of the catheter, it's not clear how it could have stayed inside the sheath the entire duration of the procedure. No patient complications were reported and the device was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Initial reporter phone: (B)(6).